Event description:
Nursing attempted to assist pt in respiratory distress with an ambu bag. The ambu bag has a hose that connects to the oxygen supply that comes connected to the bag internally. It was noted that the internal hose was not connected. Another bag obtained immediately to ventilate pt.